Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level displayed as "High"; although specific value was not provided. Cause was not known. Customer administered a correction bolus via the pump as well as a correction injection to address the BG.

Manufacturer narrative:
In use at the time of the event: